Manufacturer narrative:
The patient remains on lvad support; however, the clinical team is exploring the possibility of pump exchange. No further info is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced signs of pump bearing wear, including grinding noises and vent filter analysis indicating possible fluid ingress. In addition, the patient reportedly had a septic event which caused the pump to "skip" and create "unusual" noises.